Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an under infused during therapy in the chemotherapy unit. The device was programmed to deliver carboplatine as a secondary infusion, and an excess of 1/3 solution volume (100ml out of a total volume of 300ml) was remaining at the end of the infusion. It was noted that the primary line had been clamped during the infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.